Event description:
The complainant reported that the 51-year-old male patient suffered a vascular injury during impella cp support. Five percloses were initially deployed, but were deemed inadequate for the condition. Vascular surgery was subsequently called for balloon placement and vessel repair. The pump was explanted as part of the repair and an impella 5.5 was placed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2023-05452. D6a and d6b revised from the initial submission in accordance with updated procedures. G1 reporting contact fax number missing. H6 component code revised from the initial submission in accordance with updated procedures.